Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 24mm synergy ii drug-eluting stent, when the stent removed from hoop, it was noted that the distal stent strut was stretched and elongated a little bit off the distal end of the balloon catheter. The device was not used inside the patient. There were no patient complications nor harm reported.